Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt called and wanted to speak to an engineer. He stated that he had a total knee replacement (B)(6) 2008. When his surgeon presented a stryker knee to him, he told his surgeon that he did not want a stryker knee implanted. The knee looked crooked and he felt it was a poor design. He also stated that he has been a tool and die maker for (B)(6) and wants to speak to an engineer about his implant. When he calls his surgeon's office, he gets run around and he is unable to obtain his medical records from them. Ever since his surgery, he has been in extreme pain and he can feel his knee moving. His mobility is limited and he needs a walker or a kane."